Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, completely broken reservoir tube lip, missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that the reservoir compartment rim was broken. The customer¿s blood glucose level was 98 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.